Event description:
It was reported that 15 bd vacutainer® safety-lok¿ blood collection sets clogged during use, requiring the patient to be punctured again. The following information was provided by the initial reporter: "slbcs 367282 was clogged, there was no flow trough it and some patients were punctured several times. Of used 19 slbcs, problem occured with 15 slbcs's. Customer is "returning" 31 piece for further testing. Customer is using this product for months already, the same person is performing blood collection all the time, so far "they" did not have any problems. After customer tried another box of same lot of slbcs, everything was ok."

Manufacturer narrative:
Correction: additional information was received regarding the lot #. The following information has been updated: d.2. Medical device lot#: 18d05t1. D.4. Medical device expiration date: 2020-04-30. H.4. Device manufacture date: 2018-04-05.

Event description:
It was reported that 15 bd vacutainer® safety-lok¿ blood collection sets clogged during use, requiring the patient to be punctured again. The following information was provided by the initial reporter: "slbcs 367282 was clogged, there was no flow trough it and some patients were punctured several times. Of used 19 slbcs, problem occured with 15 slbcs's. Customer is returning 31 piece for further testing. Customer is using this product for months already, the same person is performing blood collection all the time, so far they did not have any problems. After customer tried another box of same lot of slbcs, everything was ok."

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no blood flow with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to no blood flow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for no blood flow with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). Lot #, catalog #: the reported lot # [18do5t1] was not found for the reported catalog # [367282]. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd vacutainer® safety-lok¿ blood collection sets clogged during use, requiring the patient to be punctured again. The following information was provided by the initial reporter: "slbcs 367282 was clogged, there was no flow trough it and some patients were punctured several times. Of used 19 slbcs, problem occured with 15 slbcs's. Customer is returning 31 piece for further testing. Customer is using this product for months already, the same person is performing blood collection all the time, so far they did not have any problems. After customer tried another box of same lot of slbcs, everything was ok."